Event description:
Via spontaneous call, patient reported pump malfunctioned today, serial number (B)(4). Pump started beeping with error message. "No disposable, pump won't run." She tried detaching and reattaching cassette and tried turning off and on pump. Nothing worked. She spent 10 minutes trying to troubleshoot and then switched to backup pump, which is working fine. She reported an interruption of infusion of 10 minutes and she felt dizzy, like she was going to pass out. She is feeling better now that infusion has been restarted. She put on her oxygen and is limiting her physical activity. Advised patient to continue to monitor herself and call the pharmacy if she has any issues. Advised that pharmacy will send replacement pump). No other information or dates are known or were provided. Is the actual device available be returned for investigation? Yes; did we [MFR] replace device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolve? Ongoing? Resolved. Sending replacement pump. Reported to (B)(6) by pt/caregiver.